Manufacturer narrative:
Tech replaced defective head section hex rod and sims screw. To resolve this issue. Unit found in repair shop. There was not pt impact.

Event description:
Complaint alleged that the head section brake casters were not holding. Unit was in repair shop. There was not pt impact.